Event description:
The customer received blood glucose readings of 268 and 238 mg/dl from her contour meter. Her glucose was retested using another meter and those readings were between 120-130 mg/dl. The difference between some of the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer also alleged that due the meter readings she ended up in the hospital. No additional information was provided before the customer ended the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.